Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd nexiva¿ diffusics¿ closed IV catheter system, the safety mechanism broke. The following information was provided by the initial reporter: one of he on call specialists (trainers) reported that the needle came free from the septum (near the stabilization platform) without engaging safety (and not from the right area).

Event description:
It was reported that while using a bd nexiva¿ diffusics¿ closed IV catheter system, the safety mechanism broke. The following information was provided by the initial reporter: one of he on call specialists (trainers) reported that the needle came free from the septum (near the stabilization platform) without engaging safety (and not from the right area).

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for eval yes. D9: returned to manufacturer on: 19-apr-2022. H: 6 investigation summary; to aid in the investigation of this issue, two picture samples and three physical samples were returned for evaluation by our quality engineer team. Through inspection of the samples, the reported defect of needle pulled out from hub could be observed. However, we were unable to identify an exact manufacturing related cause for this type of issue and believe it is possible that this incident resulted from inadequate handling during use. There are quality controls in several spots of the manufacturing process to monitor for this type of failure. As a lot number was unknown for this incident, we were unable to review the production records. We believe this type of defect would be detected in our 100% product inspection. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.